Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 331, 268, 326, 280 and 211 mg/dl. The customer¿s expected am fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 291 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/16/2025 and open vial date is 2 weeks ago. The meter memory was reviewed for previous test result history (time not set; all are am results): result 1: 331 mg/dl date: 10-04 time: 12:14 am fasting, result 2: 268 mg/dl date: 03-02 time: 03:03 am fasting, result 3: 326 mg/dl date: 12-02 time: 02:56 am fasting, result 4: 280 mg/dl date: 12-02 time: 02:44 am fasting, result 5: 211 mg/dl date: 12-02 time: 02:21 am fasting.

Manufacturer narrative:
Sections with additional information as of 03-feb-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.